Manufacturer narrative:
Initial reporter phone number: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that bed to bed overview issues were occurring. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that bed to bed overview issues were occurring. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.